Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/04/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles were observed on the lens related to the handling of the unit out of a sterile environment. A small plastic particle was also observed on the lens. No damage was observed on the lens optic or haptics. The customer's reported complaint was verified. The plastic particle was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle is consistent with a mixture of styrene-butadiene and a methacrylate species similar to polymethyl methacrylate (pmma). Potential and indirect exposure to pmma is possible, however throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope that would have identified and discarded a lens with a similar particulate or substance. Based on the evidence observed, it is not possible to confirm if the particle observed is related to the manufacturing process, as the reported lens was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. In addition sterilization records were reviewed: sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a defect, it had an extra plastic piece on it. Reportedly, the lens was not used. No further information was provided.